Manufacturer narrative:
Narrative was corrected. This record should not be tied to the fsca.

Event description:
The patient is not known to have an appropriate level of voltage in the battery.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device has the appropriate level of battery voltage to provide therapy.